Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Additional information received indicated that the lead was not coming out easily and was abandoned surgically. There were no additional adverse patient effects reported.